Manufacturer narrative:
On 05/02/2017 03:57 pm (gmt-4:00) added by (B)(4). The device was not returned and could not be evaluated. The device is not available for return. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
Full augmentation could not be achieved due to intra aortic balloon pump (iabp) alarm. The patient expired after the procedure on (B)(6) 2017. The death is not attributed to the device by the facility. The intra aortic balloon (iab) could not be returned as it remained inserted in the expired patient in the hospital morgue and can not be accessed. The serial number is not available and no other details were provided by the customer.